Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead could not be connected to the device header during a procedure. The device was replaced with another new device and the procedure was concluded successfully. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.